Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of recurring incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence. It was suspected that the pressure regulating balloon (prb) was leaking, and it was reported an incomplete coaptation of the cuff. A surgical procedure was performed in which the device was removed, and fluid loss was observed upon removal. The device was replaced. There were no further patient complications reported.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually examined and leak tested. The cuff passed both visual and leakage testing, and no damage or abnormalities were observed. The balloon was visually examined, leak tested and functionally tested. Visual inspection revealed folds and contamination with bodily tissue at the adaptor junction. The leakage test showed a leak due to a hole from fatigue located between the shell and adaptor junction. The pump was visually examined, leak tested and functionally tested. Visual inspection revealed contamination with bodily fluid in the pump block. The pump passed the leakage test. Based on the information available and analysis results, the reason for the device fluid leak was most likely determined to be the leak of the balloon due to fatigue between the shell and adaptor junction; therefore, a conclusion code of cause traced to component failure has been established. Additionally, the reported patient symptom of incontinence is a known risk associated with these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence. It was suspected that the pressure regulating balloon (prb) was leaking, and it was reported an incomplete coaptation of the cuff. A surgical procedure was performed in which the device was removed, and fluid loss was observed upon removal. The device was replaced. There were no further patient complications reported.